Event description:
Healthcare professional reported "implant has ruptured". Later healthcare professional reported "implant was found ruptured (in peaces and yellow)" and "gradual loss of shape and volume, asymmetry". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "implant has ruptured". Later healthcare professional reported "implant was found ruptured (in peaces and yellow)" and "gradual loss of shape and volume, asymmetry". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6b

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant has ruptured". Later healthcare professional reported "implant was found ruptured (in peaces and yellow)" and "gradual loss of shape and volume, asymmetry". This record is for the left side. Device was explanted and replaced.